Manufacturer narrative:
The reported meter (dcgy109-n2190) was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. The meter powered on with button depression and with strip insertion. Control solution testing has been performed and no issues were observed. All results were within range specification and no errors were observed during testing. The reported test strips have not been returned. An extended investigation has been performed and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was completed for the freestyle strips and the reported complaint. There were no tripped trends that indicate any potential product related issues related to this complaint. If the freestyle strips are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 31 mg/dl 22 mg/dl and 107 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 31 mg/dl 22 mg/dl and 107 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.